Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome/spinal pain. It was reported that one wire came loose and the ins moved in 2020 and healthcare provider fixed it. Patient also reported feeling throbbing in the area where the ins is located for the last six weeks to a month. Patient stated the throbbing is keeping the patient awake at night and cannot handle it. It was noted that the patient has a doctor appointment on (B)(6) 2020 but patient can't wait that long. However, patient services reviewed and recommend patient consult with their healthcare provider first.